Manufacturer narrative:
G4: 07jan2020 .b4:(B)(4). The part was not returned for evaluation. A supplemental report will be submitted when new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jan2020. B4: (B)(6). The manufacturer¿s international service technician replaced the power switch overlay and the problem was resolved. The ventilator successfully passed functionality testing after the repair was completed. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01jul2020. B4: 01jul2020. The replaced power switch overlay was returned for failure analysis. It was determined that a broken trace on the alarm light emitting diode (led) caused the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
It was reported that the ventilator produced the "alarm led (light emitting diode) failed" alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 21nov2019. Date of report: 25nov2019. The patients gender is female. No further patient information was provided. There was no medical intervention required as a result of this event. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of the diagnostic code "alarm led failed". The power switch overlay will be replaced once the customer approves the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.